Manufacturer narrative:
Device #1-d6, device returned with no lot ID. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, ab)yes; nose shroud cracked/broken, ab)no; staples in nose, a)invertes,b)1; staples in the track, a)9,b)24 and trigger engaged with precock, ab)yes. Functional tests & results: cycled instrument, a)yes,b)no. Analysis conclusion: based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported "two devices jammed after firing the first staple" during surgery occurred due to an inverted staple in the nose of instrument (a) and a separated driver from the buffer link in instrument (b). While removing the inverted staple from instrument (a). The nose weld became yielded. The device was then cycled and fired five staples well formed, misfired once due to the yielded nose weld, then fired the remaining four staples well formed. No functional testing could be performed on instrument (b). The driver in instrument (b) was found to be separated from the buffer link and bent inside the handle. No conclusion could be reached as to how the driver had become separated from the buffer link. Instrument (a) was found to contain 10 staples and instrument (b) was found to contain 24 staples.

Event description:
It was reported the devices were used during a hernia repair procedure. It was reported by the affiliate that the two devices jammed after firing their first staple. There was no pt consequence.